Event description:
It was reported that a patient with a cardiac resynchronization therapy defibrillator (crt-d) contacted the physician's office, regarding the device emitting a single tone 1-2 times a day. The physician reported an alert to the latitude website for this right ventricular (rv) lead, exhibiting high out of range shock impedance from 130 ohms to 149 ohms. The patient was advised to schedule a follow up appointment in the near future. At this time the rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain the physicians name has been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.